Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: report 3005168196-2016-01415. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial and perennial arteries using indigo system aspiration catheter 6 (cat6) devices. During the procedure, upon introducing the first cat6 into the non-penumbra sheath on the back table, the physician did not mention any resistance; however, the tip of the cat6 became kinked and was removed. A new cat6 was then opened to continue the procedure. While advancing and retracting the cat6 through the anterior tibial artery for the second pass, the physician did not mention any resistance; however, the tip of the cat6 also became kinked and was removed. The procedure was then completed using another new cat6 and the same sheath. There was no report of an adverse effect to the patient.